Manufacturer narrative:
MFR received date: 09 sep 2019. The manufacturer¿s field service engineer (fse) remotely confirmed the unit was back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit fails (o2) oxygen testing at 10 it reads 11.7. The customer requested to know why specifications were loosened up on air and not oxygen with the new service manual revision k. The customer requested to know if any plans to change specifications in the near future. The customer requested to know if this could be covered under warranty. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported unit fails (o2) oxygen testing at 10 it reads 11.7. The customer requested to know why specifications were loosened up on air and not oxygen with the new service manual revision k. The customer requested to know if any plans to change specifications in the near future. The customer requested to know if this could be covered under warranty. There was no patient involvement.